Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the drawer was inaccessible to staff when they required medication, resulting in a delay in providing medication to the patient. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the duplication of rowboards. A field service engineer replaced the row board cable and flat flex cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.